Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated three times and backup vvi was observed in box post distribution. This device was not used and there is no patient involvement.

Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The device was received at backup mode of operation, which was discovered while the device was still in the box. Analysis of the device image determined backup occurred due to bus error and hardware reset of the integrated circuit. After reloading device firmware, further environmental testing could not recreate the backup event. Additional testing found the device battery at normal levels. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.